Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) was dispatched to the site and confirmed the reported issue. The fse tested the unit and the unit failed to autofill. The fse reviewed the logs and found code 124 and 58. The fse tested k7¿k10, in service mode. The fse was able to get a reading on x2 and x3. K8-k10 failed to raise pressure on x1. The fse replaced the pim and repeated tests. The unit passed. Unrelated to the reported issue, the fse replaced the scroll compressor and filters as they were due for maintenance. The fse replaced the top display and related labels, and broken hinge covers. The fse ran various simulated treatments post part replacement, without any issues. The iabp unit passed all calibrations, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during the daily checks performed by the customer, the cardiosave intra-aortic balloon pump (iabp) generated an internal communication failure. The iabp shows a horizontal line on top display. There was no patient involved and no adverse event reported.